Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'defective keypad-inoperable keys' which was reproduced during evaluation. During testing, the evaluator found the power key to function as intended, the 8 key inoperable and the remaining keys resulted in a duplicate output. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad-inoperable keys during testing at the biomed service department. There was no patient involvement. No additional information is available.